Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).the pad-pak was first successfully installed on the 12th march 2010 and passed self-tests up to the 19th december 2010. The device records temperatures below the recommended minimum operating temperature throughout the history log. The device fails multiple self-tests due to a low battery between the 26th december 2010 and 29th december 2013. The device records multiple manual power ups of ten minutes duration between the 21st april 2014 and the last log entry on the 21st january 2016. An increase in voltage suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.